Event description:
The patient reported they were dissatisfied with their implanted system, particularly with their "ptc" programmer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).